Event description:
Boston scientific received information that the patient was experiencing phrenic nerve stimulation and left ventricular (lv) loss of capture. Further evaluation found that the lv lead had dislodged. A procedure was performed where the lead was noted to be clotted near the tip, so a guide wire was unable to pass down the lead. The physician attempted to reposition the lead without success. Subsequently the lv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory it was noted that two portions of lead were returned, 8 centimeters (cm) from the pin and a severed 75 cm piece from the tip. Cuts were noted in the 75 cm portin which was determined to likely be due to damage at the explant procedure. Analysis determined there was approximately 7 cm missing. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.